Manufacturer narrative:
Device serial number/lot number are unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual inspection was performed and it was confirmed that the hinge was broken; it seems that the hinge part cracked and damaged when using the connector. However, the cause and timing of occurrence were not identified. The root cause of the reported issue was likely due to the molding design of the product. This issue is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that during the use of the product, the hinge part of the connector broke off. No patient injury reported.